Event description:
Additional information received reported that upon injection of the liquid embolic agent into the apollo there was resistance. The physician paused during injection. The injection rate was not followed as indicated in the competitor¿s IFU. The liquid embolic agent did not get embedded in an unintended location (did not require medical intervention). The anatomical location of the apollo tip: m3. The patient was in good condition.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #705797907: as found condition: the apollo micro catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. In addition, the apollo catheter was examined under magnification, no ruptures were found. The apollo distal tip was found detached from the catheter. The detached distal tip was not returned. Testing/analysis: the apollo catheter was flushed, water exited the distal tip. An in-house mandrel was inserted through the apollo micro catheter without issue. The apollo catheter ldpe overlap was measured to be 1.5mm which is within specification (specification: 1.0-2.5mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture with onyx¿ report could not be confirmed. No ruptures were found with the apollo catheter body. In addition, there was no evidence that the apollo micro catheter was used with onyx. The apollo distal tip was found detached from the catheter. However, the cause for the tip detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
E: initial reporter/physician information was not reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip of the apollo microcatheter was ruptured (intact) at the distal end during injection of the onyx. There was no friction or difficulty during delivery. There was no other damage noticed to the apollo. The apollo and any accessories were prepared as indicated in the instructions for use (IFU). The apollo was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for an arteriovenous malformation (avm). The access vessel was the femoral artery with a diameter of 9mm. It was noted the patient's vessel tortuosity was normal.